Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 18-jul-2027, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the right subclavian artery was used as the access site. Following placement of the non-medtronic guidewire into the left ventricle, the patient went into ventricular fibrillation arrest and was subsequently shocked with a defibrillator. The valve was subsequently deployed to 80% deployment; however, the positioning was to deep in relation to the target implant depth. The valve was subsequently recaptured and moved into a more favorable position. Prior to the second deployment, the patient became unstable. The valve was deployed, and cardiopulmonary resuscitation (CPR) was subsequently initiated. The patient was subsequently placed on extracorporeal membrane oxygenation (ECMO). Angiogram and echocardiogram revealed the valve positioning to be favorable. Per the physician, the cause of the patient's instability was undetermined.